Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that her insulin pump sensor graph had many broken lines. She wanted to know why there was a big difference between her blood glucose and sensor glucose. Customer's blood glucose at the time of call was 444 mg/dl and also reported previous blood glucose of 367 mg/dl and 32 mg/dl. Customer refused troubleshooting but was advised of reason's for sensor error. No further information provided.